Event description:
Defective pressure sensor.

Event description:
Device history record was reviewed, no event linked to the reported issue was observed. The sensor was not returned to brezins, and as such the issue is not able to be confirmed. A CAPA has been opened on defective pressure sensors. This complaint is not confirmed. The trend is abnormal and reported risk is lower than estimated risk. To our knowledge no patient consequences have been reported.